Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was using the nurse practitioner's pump as a training pump and received a minimum fill message. Reportedly, the cartridge was filled with approximately 120 units. The customer's blood glucose level was 130 mg/dl. Several hours later, the contact reported that the cartridge was successfully loaded onto the pump and insulin delivery had been resumed.